Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed motor error during basal delivery. Customer stated it was the second occurrence of the alarm. Customer's blood glucose was 180 mg/dl. Troubleshooting was performed and no motor position encoder error was noted. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. She agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor high current draw. The insulin pump was unable to verify alarm due to motor error alarm. The insulin pump received with minor scratched display window.